Event description:
On (B)(6) 2012, customer reported that the modular chemistry (mc) sample syringe was leaking, no injuries were reported and no erroneous patient results were generated. Customer technical support (cts) assisted the customer with troubleshooting the issue, via phone. Cts determined that the leak came from the sample syringe valve. Cts instructed the customer to replace the syringe and the t-valve, and this resolved the issue. No further leaks were reported.

Manufacturer narrative:
(B)(4).